Event description:
It was reported that a loose stylet was found during tubing placement and it was not possible to determine if the stylet had any residue in the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a stylet with a t-lock was returned for evaluation. An initial visual observation of the photograph showed the stylet which was severely unraveled and elongated indicating the core wire was likely broken. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damaged stylet. This complaint will be recorded for future trending and monitoring purposes.